Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to right ventricular (rv) lead loss of capture (loc) concerns. Review of the presenting egm showed a signal paced rv beat where the pacing complex was delivered, but there was no t-wave. The cause was unclear, and right ventricular automatic threshold (rvat) test showed stable threshold measurements from 0.8 to 1 v. This rv lead remains in service, and will continue to be monitored at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to e1: country updated to united states.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to right ventricular (rv) lead loss of capture (loc) concerns. Review of the presenting egm showed a signal paced rv beat where the pacing complex was delivered, but there was no t-wave. The cause was unclear, and right ventricular automatic threshold (rvat) test showed stable threshold measurements from 0.8 to 1 v. This rv lead remains in service, and will continue to be monitored at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.